Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer not detecting closed due to magnet fell off. The field service engineer inspected the back of the drawer and found the magnet missing from the inseparable latch. The fse replaced the inseparable latch and had the customer recover the failed storage space. Drawer functionality was verified successfully without any issues. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had a full height drawer not detected to close. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.